Event description:
Reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced insulin flow blocked alarm on 13-oct-2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: (B)(6).